Event description:
A us distributor contacted zoll to report that a pt passed away while wearing the lifevest. The pt was reportedly in an ambulance at the time of the event being transported to the hospital. Review of the event indicates that the pt received one inappropriate shock during sinus bradycardia. CPR artifact contributed to the false detection. There is no info to suggest the lifevest caused or contributed to the pt's death.

Manufacturer narrative:
Device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon eval, the monitor and belt were fully functional and able to detect and treat. Monitor: (B)(4). Electrode belt: (B)(4), manufacture date: 09/2012.